Event description:
It was reported that during an oral max case, the patient received a minor burn to the lip. The burn was treated with a topical ointment, and there was no expectation that further procedures would be required.

Manufacturer narrative:
The hand piece was returned to the manufacturer for investigation. The alleged condition for the hand piece overheating could not be duplicated. The product was returned to the customer. The customer did not return the attachment which was being used at the time of the incident.